Event description:
It was reported that the device was used during a general surgery procedure. It was reported that "the sleeve broke off during the procedure". A second device was opened and the procedure was completed without consequence to the pt. One device will be returned for analysis.